Event description:
It was reported that a one-link needle-free IV connector could not be connected with a syringe at an angle. This occurred during set-up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from a customer. It was reported that the customer felt that the nurses were attempting to connect the 10ml syringe at an angle which caused the connection issue. As a result, the customer felt that the nurses needed additional training on the proper technique for the onelink. There was patient involvement, but there was no patient injury or medical intervention reported with this event. No additional information is available at this time. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.